Event description:
[Diagnosis]: intracranial hypertension. [Description]: patient was admitted on (B)(6) 2025 for worsening headaches and concern for increased intracranial pressure. Patient found to have stenosis of the distal right transverse sinus stent. Pt. Hospitalized and balloon angioplasty of right transverse sinus distal stent stenosis performed on (B)(6) 2025. Patient was released from hospital on (B)(6) 2025.